Manufacturer narrative:
(B)(4). Ge healthcare's investigation is on-going at this time. A follow-up will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was alleged that incorrect spo2 values were provided for a patient undergoing a surgical procedure. The patient required CPR resuscitation. Ge healthcare's investigation is on-going at this time.

Manufacturer narrative:
It was reported to ge healthcare (gehc) the following. On (B)(6) 2018, the gehc pdm acquisition module provided incorrectly high spo2 readings on a patient undergoing a toe amputation. The patient subsequently required CPR resuscitation and suffered an anoxic brain injury. The customer continued to use the pdm for subsequent surgeries and did not notify the biomedical engineering dept until a few days later at which time gehc was contacted. Upon investigation by gehc, the pdm was tested by a gehc field engineer on (B)(6) 2018 and no issues were identified. The customer did not provide to gehc the requested information about the spo2 accessories in use with the device nor was it clarified where the sensor had been applied during the surgical procedure. Log files were obtained for engineering review however, the logs for the date in question had been overwritten due to the customer's continued use of the device after the reported incident. Gehc representatives visited the customer site on (B)(6) 2018 and the pdm was tested once again. No malfunction was identified with respect to the spo2 function. In addition, gehc engineering was unable to reproduce the reported issue in the testing lab with a similar device. Gehc's investigation concludes there was no indication of a device malfunction.